Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of back fracture in a male patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1987, the patient began using super poligrip original and fixodent. An unknown time later, the patient experienced "zinc toxicity and extensive nerve damage resulting in damages that include tingling, numbness, weakness and spasms in his arms, hands, legs and feet, difficulty walking and loss of coordination necessitates the use of a cane and walker, and multiple falls that caused him to break his back twice/" this case was assessed as medically serious by gsk. Super poligrip original and fixodent were discontinued in 2010. According to the claim, the events were profound and permanent.

Manufacturer narrative:
Super poligrip original is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).